Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead complained of positional abdominal discomfort. The patient has a history phrenic nerve stimulation which was previously resolved with reprogramming. A chest x-ray and echocardiogram were unremarkable. The lead was implanted in an apical position. Surgical intervention was performed, and the lead was explanted. The new lead was implanted in a more septal position which resolved the issue.